Event description:
It was reported that the tmx3000 catheter balloon burst during treatment. There was no reported injury to the pt associated with this event. It was indicated that the treatment was completed.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.